Event description:
There was a report of a broke staple, 17 weeks post op. Surgeon chose not to remove the staple, as the pt experienced no pain or discomfort.

Manufacturer narrative:
Staple not returned to be evaluated, as it was left in the pt. No conclusion can be drawn. A retrospective review of all reverto complaints was conducted to ensure accuracy of the MDR decision.